Event description:
The user reported to sysmex on (B)(6) 2009 that a pt received a transfusion of 2 units of rbc because of an erroneous low hemoglobin of 7.6 g/dl generated by the xe-5000 automated hematology analyzer (serial number (B)(4)). The pt presented to the emergency room on (B)(6) 2009 with right side weakness and malaise. The user informed sysmex that the pt history had supported the low hemoglobin result that was initially reported. However, the initial result was then questioned after a post-transfusion draw, tested approx 24 hours after the initial sample, gave a hemoglobin result of 15.2 g/dl. The original sample was repeated on the xe-5000 and another analyzer (the sysmex xt-1800) and the result was 13.1 g/dl.

Manufacturer narrative:
The field service rep (fsr) went on site to evaluate the instrument in regard to the reported event occurring on (B)(6) 2009 (and reported to sysmex on (B)(6) 2009). The fsr verified the analyzer performance; following is a summary of the tests performed: cal verification for rbc, hgb, hct, mcv, plt: acceptable. Open mode precision for rbc, hgb, hct, mcv, and plt: acceptable. Closed mode precision for rbc, hgb, hct mcv, and plt: acceptable. On (B)(6) 2009, the customer stated that they observed a second occurrence of erroneous hgb (low). The result was not reported out, and did not impact pt treatment. The fsr returned on (B)(4) 2009 and through troubleshooting the analyzer, he determined that the aspiration sensor had been turned off by the user prior to both of these events occurring. The sensor was turned back on, and the fsr also replaced the whole blood aspiration pump, aspiration tubing, and replaced the needles. Following these corrections, the analyzer has not had any add'l occurrences. The fsr also provided instrument and pt data to the investigator for eval. The investigator review the instrument data and pt result info that had been provided by the fsr. Review of the pt data indicated that the initial result from the emergency room that generated a hemoglobin of 7.6 g/dl was flagged "positive", which indicates that further eval should have been performed by the user, prior to reporting the result. The investigation concluded that the likely cause for the incorrect hemoglobin result was a short sample that was not detected because the aspiration sensor had been turned off by the user during previous troubleshooting of the analyzer, and had not been turned back on. In addition, the erroneous low result of 7.6 g/dl that was generated was flagged by the analyzer as "positive", and because further review was not performed this also contributed to the event. This is a unique complaint and appears to be an isolated occurrence; review of complaints from april 2008 to present determined no other cases of erroneous results due to the sensor have been received. The analyzer did not malfunction, and performed as designed. However, based on review of the associated labeling in regard to the aspiration sensor, a corrective and preventive action (cpaa) plan was initiated to implement action to prevent recurrence.